Manufacturer narrative:
The returned device was evaluated and a bend was noted on the exposed portion of the cannula. It is unclear when or how the bend occurred. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. No other defects or deficiencies were found during the investigation. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 395 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, nausea and feeling weak. The patient was taken by ambulance to the hospital. Once at the hospital the patient was treated with 3 bags of intravenous fluids as well as 16 units of insulin. In addition the patient was treated with tresiba. The patient was discharged from the hospital the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.